Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had physical damage. The location of the damage is on the right down center. The pump was taped and it started working. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. The insulin pump will not be returning for analysis.